Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) prematurely separated from the delivery catheter without fixating. The lp was retrieved and implanted. The patient was in stable condition.

Event description:
New information received indicated the ventricular leadless pacemaker (lp) migrated to the pulmonary artery after release.